Event description:
It was reported that the customer was hospitalized due to open-heart surgery. Caller stated that while the customer was in the hospital he developed low blood glucose. The blood glucose reading at the time of hospitalization was 39 mg/dl. Caller stated that the customer was pressing the buttons and messing with the insulin pump and that he was connected at the time to rewind/prime. Caller also stated that the customer had comprehension and memory issues. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.